Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used in the common bile duct during an ercp procedure on (B)(6) 2021. During the procedure, it was difficult to advance the autotome 44 over the hydra jagwire. The procedure completed with another hydra jagwire and the same autotome 44. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: corewire break. Please refer to block h10 for the full investigation details.

Manufacturer narrative:
Block h6:(device code): problem code a0401 captures the reportable investigation results of core wire broke. The returned hydra jagwire was analyzed, and a visual evaluation noted it was returned without the dream tip, also the core wire was broken at dream tip section and the broken surface was irregular. No other problems were noted with the device. Based on the condition of the returned device, engineers determined that the reported event of difficult to advance the autotome 44 over the hydra jagwire was confirmed. Upon analysis, it was found the device was returned without the dream tip section. In addition, the core wire was broken at the dream tip and the surface was irregular. The problem found could have been caused by factors encountered during the procedure. Additionally, technique used during loading, patient anatomy or the interaction with the scope or other devices could have contributed with the reported event of difficult to advance and coating issue causing the resistance and eventually leading to core wire broken. Based on the information provided, the most probable root cause of the reported problem is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The returned hydra jagwire was analyzed, and a visual evaluation noted it was returned without the dream tip, also the core wire was broken at dream tip section and the broken surface was irregular. No other problems were noted with the device. Based on the condition of the returned device, engineers determined that the reported event of difficult to advance the autotome 44 over the hydra jagwire was confirmed. Upon analysis, it was found the device was returned without the dream tip section. In addition, the core wire was broken at the dream tip and the surface was irregular. The problem found could have been caused by factors encountered during the procedure. Additionally, technique used during loading, patient anatomy or the interaction with the scope or other devices could have contributed with the reported event of difficult to advance and coating issue causing the resistance and eventually leading to core wire broken. Based on the information provided, the most probable root cause of the reported problem is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used in the common bile duct during an ercp procedure on (B)(6) 2021. During the procedure, it was difficult to advance the autotome 44 over the hydra jagwire. The procedure completed with another hydra jagwire and the same autotome 44. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: corewire break.